Event description:
Related manufacturing report number: 2017865-2022-05441. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high ventricular rate (hvr) episodes due to right ventricular (rv) lead noise; it was also noted oversensing noise on the atrial lead. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after. Assurity MRI pacemaker (B)(6) 2022.